Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 04-dec-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending artery. After a non bsc guide wire crossed the lesion, a 3.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that the device could not be withdrawn from guide due to stent damage. Synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis in a hemostatic valve and a guide catheter. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination found no damage to the tip. A visual and microscopic examination of the crimped stent identified stent damage. Mid and proximal stent struts were stretched in a proximal direction along the balloon and the proximal end of the stent was severely bunched. The undamaged distal crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Due to the stent damage the stent could now be withdrawn proximally into the guide catheter. As the device could not be removed from the catheter the entire shaft could not be examined. The investigation cut the hypotube 5mm distal to the distal end of the strain relief to separate the hub from the device so that the device could be removed distally from the guide catheter and haemostatic valve. The entire synergy device could then be analysed. A visual and tactile examination of the hypotube found multiple hypotube kinks. The investigation cut the hypotube 5mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. No other issues were identified during the product analysis.